Event description:
Reportedly, after tightening a setscrew to connect a lead to the subject pacemaker during an implant attempt, it was not possible to remove the screwdriver from the slot. The lead was disconnected and another device was subsequently implanted.

Manufacturer narrative:
On (B)(4) 2010: this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s; however, it is similar to reply dr or sr models approved under (B)(4). Analysis is pending.